Event description:
Reason of complaint: the pump was empty after 29 hours instead of 46 hours. The pump contains 5fu.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Additional information d9 device returned to manufacturer. Device history record (DHR): reviewed the DHR for batch 24a14ged91, there was no defect encountered during in process and final control inspection pertaining fast flow rate. Sample evaluation: received one sample of easypump ii lt 270-54-s-EU/sa without original packaging. The batch number on the big bottom cap of the sample was 24a14ged91. Upon received, some clear solution was remained inside the sample and the sample was clamped. Its filling port was closed with discofix cap, whereas its patient connector was connected to a surecan safety ii. It was reported that the sample was filled with 5fu. Investigation results: the flow rate report of affected batch 24a14ged91 was reviewed. For final control flow rate, the average flow rate deviation from the nominal flow rate was between -8.22% and -1.13%. The received sample was weighed and recorded at 99.39g. An unfilled easypump for this article typically weighs 75g, and the retained volume should be [?]3g. This indicates that the remaining solution at received sample was around 21g. Visual inspection was conducted throughout the received sample. White crystallized residue was found at the filling port and patient connector of received sample. Surecan safety ii was removed from patient connector. Then, the sample was decontaminated and sent for flow rate test. The flow rate deviation from nominal flow rate for received sample was -18.11%. Fast flow rate as per customer description was not observed at received sample. The slow flow rate of the received sample during testing was potentially due to white crystallization observed at the received sample. The crystallization/precipitation of drug will affect the flow rate of the sample. The crystallization/precipitation will cause the blockage on the path of the solution. There are some drugs (e.g. 5fu, cefepime) which tend to crystallize/precipitation at some special conditions. The risk of crystallization is given by the drug itself and may affect some functions of the pump (filter, microbore, glass tube). However, there are some possibilities that can cause fast flow rate to occur during application, such as one or combination factors are listed as below: factor 1: temperature the temperature of the surrounding will affect the flow rate of the sample. For every increase of 1°c, the flow rate of the sample will increase approximately by 3%. For example, if the flow restrictor of the product reaches the temperature of 37°c, the flow rate of the sample will increase by approximately 18% which means the flow rate will increase from 5ml/hr to 5.9ml/hr. Factor 2: external pressure external pressure such as squeezing or laying on the pump will increase the flow rate which cause the pump to empty earlier than the nominal time. Simulation of external pressure had been conducted. The flow rate of the product can increase when external force is applied to the pump. However, this external force is against the intended use of the product according to IFU. Factor 3: folded outer shell according to IFU, the outer layer has to be unfolded properly prior filling. Folded outer shell will act as the external pressure to elastomeric membrane and increase the flow rate of the product. Conclusion: slow flow rate was observed at the received sample. Slow flow rate of the received sample was potentially due to white crystallization observed at the received sample. Since fast flow rate as per customer description was not observed at received sample, hence we considered this complaint as not confirmed.